Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient stated that their stimulation had shut off twice in (B)(6) 2018 by itself. The patient stated that their ins battery was low at the time. The patient stated their doctor suggested the patient to charge the ins once a day. The patient reported that their ins battery seemed to stop charging at 90% and it wasn¿t increasing or decreasing in charge level since (B)(6) 2018 (a few days ago). The patient connected to their recharger and verified that they were charging the ins with 6 coupling boxes. The patient reported the ins was at ¾ full. It was reviewed that the last quartile of the ins takes the longest to charge. There were no further complications reported.